Event description:
Caller alleged discrepant results with lab results as follows: date: (B)(6)2009; inratio test 1: 1st inr= 1.1, 2nd inr= 1.7; test 2: 1st inr= 2.1, 2nd inr=1.6.

Manufacturer narrative:
On mar-10-2009: unable to perform retained strip test due to unknown strip lot number on the event details. No investigation possible without the info. No corrective action is required as no product deficiency was established. As of march 10, 2009, the meter is not expected to return.